Event description:
The pt was bilaterally implanted with saline prosthesis on 5/17/93. Subsequently the physician noted that the pt had developed auto-immune type systems, such as lupus, arthritis, irritable bowls and change in texture of skin along with wrinkling of both implants. No add'l info regarding this occurrence is available at this time.